Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd ultra-fine¿ insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: the hospital staff noticed that the printed numbers on the barrel were skewed when aspirating the drug solution from the vial. This issue was observed in all products in the carton. Most of these affected products were discarded by the customer and two were only returned for investigation.

Manufacturer narrative:
Customer returned (2) loose 0.5ml bd insulin syringes. The customer reported that the printed numbers on the barrel were skewed. The samples were examined, then tested for scale marking placement using a 0.5ml barrel plug gauge. Both returned syringes featured slanted scale marking lines. Due to the batch being unknown, no DHR review can be completed. Embecta was able to confirm the customer¿s indicated failure. A definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that at least 2 bd ultra-fine¿ insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: the hospital staff noticed that the printed numbers on the barrel were skewed when aspirating the drug solution from the vial. This issue was observed in all products in the carton. Most of these affected products were discarded by the customer and two were only returned for investigation.